Event description:
The customer reported a clear fluid leak of approximately 12 ounces (fl. Oz.) From a coulter lh 780 hematology analyzer. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the event. The customer discontinued use of the instrument until it could be evaluated by service. The customer was wearing personal protective equipment consisting of a laboratory coat, glasses, and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/27/2015 and found a leak in tubing through pinch valve vl4b (flowcell rinse disable). The fse replaced the tubing and the instrument ran without leaks. The repairs were verified per established service procedures. (B)(4).